Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/24/2020. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent child birth on an unknown date and suture was used. The needle tip had been slightly broken, so it was not used. Another package was used for the patient. Further details are not provided. There were no adverse consequences to the patient.